Event description:
Additional information received reported that the generator died three weeks after implant. The patient reported using it only in the evening.

Event description:
It was reported that the patient experienced a return of her pain symptoms and it was noted that her implantable neurostimulator (ins) just stopped working. An end-of-life (eol)/end-of-service message was observed on the ins and a premature discharge of ins was suspected due to the fact that the patient had low settings and was just implanted. It was noted, per manufacturer's device registry, that the ins had been replaced on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the neurostimulator model 37702, serial (B)(4) found no significant anomaly. The ins was at normal end-of-service (eos) with output and telemetry. Based on the settings, expected eos was 3.52 months.

Manufacturer narrative:
Lead: model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na, extension: model 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: na.